Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12053. It was reported that the patient presented at a follow-up in clinic. Upon review, the right atrial and right ventricular leads were fractured due to clavicular crush. Chest x-ray performed on (B)(6) 2019 revealed right atrial and right ventricular lead fracture. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece, measuring 52.0 cm. Insulation damage was noted at 22.8 ¿ 23.6 cm from the connector pin with all filars of the outer coil found to be fractured, which is consistent with clavicle crush damage.